Manufacturer narrative:
Analysis confirmed the customer comment of broken screen and back cover and additionally noted that the upper hinges were worn, the serial port was missing its standoff, the personal computer memory card international association card slot eject lever was loose, the keyboard latch was broken, the stylus was inoperative and the media bay door latch was missing. All found defective parts were replaced and all other identified issues were resolved. The new stylus was calibrated. Inspected electrical circuit boards and mechanical parts. All salvage material was inspected to meet all applicable criteria. The device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a broken screen arm and back cover. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.